Event description:
The device was used in an attempt to administer transcutaneous pacing to a pt diagnosed in asystole. According to the reporter, "the monitor unreadable at high ma during pacing."

Manufacturer narrative:
At facility request physio-control removed the reported device from use and provided a replacement lifepak 10c defibrillator/monitor/pacemaker. Physio-control is currently investigating the reported malfunction. Root cause and corrective action will be reported to FDA. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional information on this event to FDA.